Event description:
It was reported that the doctor inserted the catheter through the right side of the jugular vein of the patient in (B)(6) 2013. The implantation was performed smoothly. The patient returned to the hospital on (B)(6) 2014, informing of the detached cuff and the exposed catheter. The catheter then was removed, while a new one was implanted for the patient.

Manufacturer narrative:
A lot history review (lhr) of rexe1436 showed two other similar product complaints from this lot number. The complaints for this lot number (rexe1436) have been reported from one china facility and one UK facility. The complaint of a detached heat sleeve/surecuff is confirmed. Gross and microscopic examinations confirm a complete separation of the heat sleeve/surecuff from the catheter. At this time the mechanism of damage is determined. The detached heat sleeve/surecuff was not returned for evaluation.